Event description:
A paramedic who works for an ambulance service, was attending to an emergency cardiac pt and had a used needle. He intended to place the needle into the sharps container & when he reached into his bag to find the container was subsequently stuck by a used needle which was protruding through a hole in the corner of the container. He took precautions & went to the emergency room at hospital health center where he received injections of tetanus & hepatitis vaccine, as well as gammaglobulin as preventative measures. He is being followed up & has subsequently received a second hepatitis immunization. He was also given a prescription for indovir. He returned to work with no limitations. But is reported to be suffering emotional stress from fear of exposure to blood borne pathogens.